Event description:
It was reported that a patient's pacemaker (pm) presented with possible early battery depletion. The pm was explanted and replaced. There were no patient consequences and patient was stable.

Manufacturer narrative:
The reported events of premature depletion could not be confirmed. As received device was in backup mode. Device image was analyzed and found battery measurements to be normal and false elective replacement indicator (eri) flag was triggered. Cause of eri flag could not be identified. Further electrical and mechanical analysis were performed and did not find any anomaly and device was at end of life (eol) level. A longevity calculation was performed and found the battery depletion was normal based on device usage.